Event description:
Replacement for pharmacy. End user brought back meter because it was not giving them an accurate reading. Pharmacist went ahead and replaced the meter before they called. Spoke with pharmacist and relayed to them that when this issue occurs it is the test strips that need replaced, not the meter.